Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed. That during, the device inspection. The front panel of the high flow insufflation unit was off, due to a board failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (component code) is: 901¿ panel; & h6 (medical device code) is: 4021 ¿ no visual prompts/feedback. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, the front panel was turned off, was unable to be identified. Presumably, the front panel was turned off due to faulty cr board (printed circuit board). However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon.¿ olympus will continue to monitor the field performance for this device.